Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.50 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during the procedure, the shaft fractured at 10 inches from the hub. The device was removed, and a 2.50 x 28mm synergy xd des was advanced, but the shaft also fractured at 10 inches from the hub. The device was then removed, and the procedure was completed with a non-boston scientific stent. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy xd mr us 2.50 x 28mm stent delivery system was returned for analysis. Visual and tactile examination found multiple hypotube kinks and a break at 23.4cm distal to the distal end of the strain relief were identified along the shaft of the device. No issues identified on shaft polymer extrusion. Microscopic examination of stent profile shows no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the proximal and distal markerband identified no issues. No issues identified of the tip. No additional device issues were found.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.50 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during the procedure, the shaft fractured at 10 inches from the hub. The device was removed, and a 2.50 x 28mm synergy xd des was advanced, but the shaft also fractured at 10 inches from the hub. The device was then removed, and the procedure was completed with a non-boston scientific stent. No patient complications were reported.